Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon was loading a 13.2mm vticm5_13.2 implantable collamer lens, -13.50/+4.0/082 (sphere/cylinder/axis), and the lens got caught in the cartridge and was damaged. There was no patient contact. Another icl lens was not implanted.